Event description:
Statement reads "end user stumbled and fell upon the walker cracking the outside leg approx three quarters of the through." Customer states did not know of any injuries.

Manufacturer narrative:
As received, the walker leg was broken off. It appears the leg was subjected to an abnormal load at an angle causing the leg to bend/break. This is not consistent with normal use.